Event description:
Information received by medtronic indicated that the customer reported high blood glucose and injected a lot of insulin but did not help and was admitted to the emergency room. The health care professional advised that troubleshooting will not help convince the patient to use the pump again but the patient was not convinced. The customer will discontinue the use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case, scratched serial number label, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses delivered on the event date 21-apr-2023 in the pump history file. 04/21/2023 07:32:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 5 04/21/2023 08:11:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.5 bolusamountdelivered = 3.5 04/21/2023 08:16:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 04/21/2023 10:08:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.5 bolusamountdelivered = 7.5 04/21/2023 10:42:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 04/21/2023 11:06:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3 bolusamountdelivered = 3 04/21/2023 12:18:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 5 04/21/2023 15:13:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.6 bolusamountdelivered = 3.6 04/21/2023 15:28:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 04/21/2023 15:56:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 04/21/2023 17:27:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.7 bolusamountdelivered = 9.7 04/21/2023 18:49:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 11.5 bolusamountdelivered = 11.5 04/21/2023 20:07:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.9 bolusamountdelivered = 7.9 please see below for the daily total of all insulin delivered on the event date 21-apr-2023. 04/22/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 04/21/2023 00:00:00.000 dailytotalofallinsulindelivered = 88.6 dailytotalofbasalinsulindelivered = 22.2 dailytotalofbolusinsulindelivered = 66.4 there were no user suspended alarm or auto suspend alarm noted on the event date 21-apr-2023 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date 21-apr-2023 in the pump history file. 04/18/2023 19:07:29.000 batteryremoved 04/18/2023 19:07:29.000 alarmalertnotification faultnumber = battery removed (84) 04/18/2023 19:09:28.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 04/18/2023 19:09:46.000 alarmalertnotification faultnumber = batt out limit (6) 04/18/2023 19:09:57.000 alarmalertnotification faultnumber = batt out limit (6) 04/18/2023 21:42:04.000 batteryremoved 04/18/2023 21:42:04.000 alarmalertnotification faultnumber = battery removed (84) 04/18/2023 21:42:26.000 batteryinserted 04/20/2023 12:02:32.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 04/20/2023 12:04:33.000 alarmalertnotification faultnumber = no delivery (7) - during basal the test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after the battery change. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 23 not confirmed. Batt out limit not confirmed. No delivery not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.